Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 2.4 mg/day via an implantable pump for non-malignant pain. It was reported that the patient presented with sudden withdrawal symptoms. The physician brought the patient in, interrogated the pump, turned the pump to minimum rate, and a catheter dye study was scheduled. There were no environmental, external, or patient factors that may have led or contributed to the issue. A rep was present at the dye study and discovered a motor stall occurred on (B)(6) 2017 at 22:32 with a recovery on (B)(6) 2017 at 01:38. The pump was readjusted to the prior delivery rate and the patient was sent home with the intention of seeing a neurosurgeon as soon as possible to have the pump replaced. The patient later presented with another motor stall on (B)(6) 2017. The issue was unresolved, however the patient was noted to be "alive - no injury". No further complications were reported or anticipated.